Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event on (B)(6), 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6), 2011. During impaction of the acetabular cup, the locking ring disengaged. A new locking ring was used to finish the procedure. There was a delay greater than thirty minutes due to this issue.